Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer went to emergency room and there blood glucose level was increased again. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer reported that the auto mode features was active during incident. Customer stated that at the hospital they treated with two intravenous insulin 10 units. The insulin pump will not be returned for analysis.